Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that air is not going through handpiece - comes through area where hose attaches. The event occured during pre-op testing. No harm involved to the patient. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the air was not going through handpiece; the air was coming through where the hoses were attached. The event occurred during pre-op testing. There was no harm involved to the patient. The customer did not return an air dermatome device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer canceled the service request on april 3, 2018. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer canceled the service request on april 3, 2018. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the air not going through the handpiece cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.